Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient was seen for an in clinic interrogation. Shock impedance measurements were noted to be stable and acceptable at 87 ohms. The physician will continue monitoring. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4);the local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that an out of range shock impedance measurement was detected by the remote monitoring system for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, however, the specific value was not available. Boston scientific technical services (ts) discussed potential reasons for the missing value and discussed seeing the patient in clinic and interrogating the device with a programmer. No adverse patient effects were reported. This product remains implanted and in service.